Event description:
Country of complaint: (B)(6). Complaint details: needle detachment.

Manufacturer narrative:
Us reporting agent notified (B)(4) 2014. Complaint description: needle detachment. Samples received: 1 open pouch. Analysis and results: there is no previous complaint of this code/batch regarding the needle was missing. There are no units in OEM stock. OEM received one open sample with the needle detached from the thread. Without any closed sample, OEM cannot carry out an analysis in order to take a decision. Reviewed the batch mfg record. This product had a normal process and the results during the process conform to OEM requirements. No further pt info and/or surgery delay info was provided at the time of this report.